Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath and dilator for analysis. Signs of use in the form of biological material were observed on the dilator body and within the sheath. Visual analysis revealed that the sheath body was crimped/deformed on one blue score line. The overall length of the sheath measured 2 13/16" which is within the specification limits of 2 5/8" - 2 7/8" per the sheath product drawing. The sheath outer diameter measured 0.09735", which is within the specification limits of 0.091" - 0.101" per the sheath product drawing. The sheath inner diameter at the distal tip measured 0.074", which is within the specification limits of 0.074" - 0.075" per the sheath product drawing. The returned dilator was able to be removed and re-inserted through the sheath with little to no issue. Performed per IFU statement, "check peel-away sheath placement by holding sheath in place, twist dilator hub counterclockwise to release dilator hub from sheath hub, withdraw guidewire and dilator sufficiently to allow blood flow". A device history record review was performed and a finding was identified. A non-conformance was created for part number eb-01051-002 with lot 34c24a0308 regarding peel-away sheath tears incorrectly. At this time, it cannot be determined if this finding is relevant to the reported event. The customer report of a peel away sheath body damage was confirmed through investigation of the returned sample. Visual analysis revealed a deformation/crimping in the sheath extrusion towards the middle of the body. No obvious damage was observed to the sheath tip. Despite this, the sheath passed all relevant dimensional and functional requirements. Based on the customer report and sample received, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "the peel away buckled in the middle of the sheath, it was not a difficult insertion and the clinician is very skilled and familiar with "choking up" on the sheath and advancing in small increments. They had to replace the sheath with another single sterile but they were able to complete the procedure without further incident." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".